Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device, see MDR 2243441-2018-00007 for the first device reported. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported when pulling back the evolution device handle, the compaction tube would not go down to compact the collagen. The tube would get stuck to the handle. The users are very experienced with this device and they have noticed this issue before. The technique they are using to implant the device is in line with the IFU. At the end they were able to manually unstick the tube to push it down. There was no blood loss, and the patient was stated to be ok. The procedure outcome was stated to be ok, no repercussions on patient. Additional information was received on january 17, 2018. Hemostasis was achieved with the device.